Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and found that the system was not fully booting up. The philips engineer reloaded the software on the suite pc and installed a backup. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the philips logo screen. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.